Event description:
It was reported, full dose of medication has been administered to the patient; however, significant volume of medication remained in the infusion bag. Medwatch: the alaris pump indicated that the full dose of medication had been administered to the patient; however, a significant volume of medication remained in the infusion bag.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E4. The initial reporter also notified the FDA on 20-mar-2026. Medwatch report is mw5185883.

Event description:
No additional information.

Manufacturer narrative:
Additional information: h. Attached medwatch investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.